Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
Event date is unknown, the only information provided by the physician is that the procedure took place approximately a year ago. The patient underwent a thrombectomy procedure using devices which included a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure the patient experienced a dissection in the internal carotid artery (ica). Based on the information provided, there is an uncertain relationship between the dissection and the penumbra device that was used. No further information is known.